Manufacturer narrative:
The reported events were helix mechanism issue and lead dislodgement. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. The cause of the reported helix event was isolated to an overtorqued inner coil, consistent with procedural damage and a clogged helix. No other anomalies were seen.

Event description:
It was reported that during implant the lead dislodged and the helix was unable to extend on the atrial (ra) lead. The physician elected to explant and replace the ra lead. The patient was in stable condition.